Event description:
It was reported that a pt underwent a total pelvic floor repair procedure in 2006. The pt experienced a lot of drainage and bleeding. After awhile, it became too painful to have intercourse. The pt went for a second opinion because, the drainage and foul odor became too much to bear. This doctor said, the swelling and inflammation was so severe that there was no way the pt could have been able to have intercourse. Still another doctor said, the mesh eroded on the top and bottom. The pt had another surgery with the first surgeon and all of the mesh was removed in 2010. Already the pt has less drainage and bleeding. The pt will follow up with the surgeon in four to six weeks. For about one year, the pt has had decreased blood flow to the lower extremities and experienced blood clots in both legs.

Manufacturer narrative:
(B)(4) - dyspareunia, (B)(4): conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.